Event description:
It is reported that the lens was inserted and then removed and replaced with an anterior chamber lens during the same procedure. The incision was enlarged to remove lens from the eye with no additional complications. The customer stated that there was nothing wrong with the product.

Manufacturer narrative:
Additional information: the intraocular lens (iol) was evaluated in the product evaluation laboratory and showed it was cut in half and appeared to have evidence of fibers and ovd (ophthalmic viscosurgical device). The condition is consistent with a lens that had been handled and removed from the eye. No product deficiency was identified during our investigation. Prior to market release the lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report a supplemental report will be submitted. Placeholder.